Event description:
Customer reported that she was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 900 mg/dl. Customer stated that she had respiratory failure, renal failure and was loosing consciousness prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.